Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin drips exit the infusion set tubing. Multiple supply changes were performed and the issue was resolved. The customer was successfully able to resume insulin delivery. There was no known impact to the customer's blood glucose level.